Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was undergoing a procedure. It was reported that the patient experienced greater than 2 seconds of asystole when electrocautery was used. Boston scientific technical services discussed the use of a magnet and a programmer to program the appropriate pacing mode. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.